Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified, unk artery. The lesion was pre-dilated with two separate balloons. The physician attempted to place a taxus express2, 2.75x12mm drug eluting stent and found it very difficult to cross through the calcified vessel. He was eventually able to cross with the stent inflated to 4 atm's, but then noted the proximal edge on one of the struts lifted. He then stopped the procedure, deflated the balloon and pulled everything out. The procedure was completed with another taxus stent. No pt injuries or complications occurred. Patient status is satifactory.